Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One video sample of a 4 fr groshong catheter was provided for evaluation. The catheter is shown outside of patient use. The stylet flushing hub assembly is present within the catheter and is being infused with a clear fluid. A spraying leak appears to be present approximately 2 cm from the proximal end. The characteristics of the leak location could not be clearly inspected from the video sample provided. Based on video sample provided, possible contributing factors include stylet damage, sharp instrument damage, and damage during handling. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since a spraying leak was observed in the video provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when checking the catheter following package opening, the operator found fluid leaking from the catheter.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3057 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the catheter following package opening, the operator found fluid leaking from the catheter.